Event description:
A report was received that the patient's ipg started to erode through the skin. The patient underwent a pocket revision procedure where the ipg was repositioned. The patient was doing well postoperatively.